Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they have been having to "change my machine almost every 2-3 days" because it's not working right and that they have been leaking a lot. Patient also stated that they have been going in a lot for x-ray so they have been turning the device on and off. During the call, pat agent explained to patient how to increase amplitude and patient stated that they could feel stimulation and patient also have an upcoming appointment with their managing physician. No further complications were noted or anticipated.